Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the fabius gs premium posted a ventilator failure alarm during use. There was no injury reported.

Manufacturer narrative:
A dräger service engineer examined the machine during an on-site visit. It was determined that the user facility has started an own repair attempt first because the device is not under a service contract. The device log sequence covering the period in question was deleted during this intervention, unfortunately. The engineer could not determine a clear individual root cause condition and replaced the entire subsystem of the vent motor assembly. The user facility finished the repair per own decision; reportedly the device is back in use. The replaced parts were subject to in-depth testing in the manufacturer's lab. The vent motor performed according to specifications. It had been disassembled completely but the inspection revealed no signs of wear-and-tear deterioration. The piston diaphragms did also not show any signs of wrinkling which could have explained a stalling of the motor. Finally, dräger wasn't able to identify a clear root cause due to the fact that a ventilator shutdown may be triggered by a number of different deviations - sporadic or persistent malfunctions as well as use errors and maintenance-related aspects. Since no recorded error codes were available as a consequence of the deleted log file the exact trigger for this case remains unknown.

Event description:
Please refer to initial MFR. Report #9611500-2018-00270.